Manufacturer narrative:
A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss replaced the advantech printed circuit board to resolve the black screen issue. A preventative maintenance was performed. As part of the preventative maintenance, the batteries, o-rings and filters were replaced. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. Manufacture year: 2008. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported having a black screen on the phacoemulsification unit. In addition, the unit requires an annual preventative maintenance. The black screen reported did not cause a delay in the cataract procedure. There is no patient injury reported.